Event description:
It was reported that the caller experienced telemetry issues. The patient had experienced several overdischarge events due to non-compliance, but the battery was not at end-of-service. During a battery revision, the patient opted to replace the implantable pulse generator due to the previous overdischarges. The battery was explanted and replaced with a new battery. The pocket was also moved from the back to the abdomen. The patient outcome was 'nothing significant to report', and the patient recovered without sequela.

Manufacturer narrative:
D11: lead model 39565-30, serial # (B)(4), implanted: (B)(6) 2008, explanted: unknown; extension model 370814, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011; extension model 370814, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011; accessory model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) serial # (B)(4) determined no anomaly was found. Good, stable output was found on all electrode pairs.